Event description:
The manufacturer received information that a trilogy evo ventilator was returned for service. There was no serious patient harm or injury that occurred or was reported. The device was evaluated at a third-party service center. The device log files were successfully downloaded and reviewed in full. Review of the log files identified a "vent service required" alarm associated with the oxygen proportional valve that controls the flow of oxygen to the blower inlet being mechanically stuck in either the open or closed position. An additional "vent service required" alarm was observed, indicating a loss of communication with the oxygen flow sensor, with the sensor reporting a constant value. Unrelated to the reportable malfunction, a ¿vent service required¿ alarm was identified indicating that the device configuration specifies the presence of an oxygen blending module (obm), however, an obm was not detected as installed. Additionally, an alarm condition was observed in which the oxygen pressure sensor output railed to its maximum negative value. To address the identified issues, the oxygen blending module (obm) subassembly and harness were replaced. Additional non-reportable findings included errors associated with the 3.3v and 5v supply rails exceeding or dropping below specified thresholds. Potential causes for these conditions include component tolerance drift, voltage regulator failure, shorted or missing sense resistors, open or shorted sense lines, or sensor malfunction. The system printed circuit assembly (pca) was replaced to resolve these conditions. An additional error related to failure during calibration data table erase/write operations was resolved through installation of updated software. As part of 4-year preventive maintenance, the air inlet foam filter and particulate filter were replaced. Battery and valve performance assessments were conducted and met specifications. The machine flow sensor was replaced per fsn. An internal and external inspection of the device was performed. No cosmetic damage was observed. No alarms were observed at bench run in testing. The device was tested and passed all testing.